Event description:
The complainant reported that placement signal not reliable alarm occurred. Impella flows remained the same and positioned was verified by transesophageal echocardiogram. The impella was in good position. The decision made to withdraw care, patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs from the reported day of event are consistent with complaint and show that after 3.5 days of support, console presented with placement signal not reliable alarm. The placement signal not reliable (snr) condition self-resolved after one minute but recurred 2 minutes later and remained unresolved for the duration of support. Ltlog and rtlog data indicated that during this time optical snr dropped to 0 and contrast had unrealistic values oscillating between -3000 and +3000. This is consistent with loss of light received by optical bench ccd detector. The console was tested, and the issue was reproduced: initially there was no light coming out of optical pump connector, and optical bench lamp was found to be not producing light. After tapping on the lamp assembly, light came back. During console testing it¿s been determined that even with light temporarily restored, the optical system was out-of-spec due to low contrast (unrelated to this complaint), for which optical pump connector was partially responsible. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.